Event description:
It was reported that the caller experienced a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. The customer's blood glucose level was reported at 50mg/dl due to the issue. The customer consumed carbohydrates to address the low blood glucose level and did not require assistance from a third party. Tandem technical support assisted the caller in updating the pump time and advised them to monitor for any recurrence. The caller acknowledged the advice given.